Event description:
It was reported that a malfunction occurred on the pump, displaying malf 12. The issue caused the customer's blood glucose level to exceed 500 mg/dl, shown as "high" on the display. To address the high blood glucose level, the customer administered a correction injection using multiple daily injections (mdi). Technical support provided information to reset the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur. The customer was advised to continue using the pump and to reach out again if any problems persisted.